Manufacturer narrative:
(B)(4). The sample was unavailable for further investigation. This report is for use error - reuse of a single-use product. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide and all the printed pouches for disposable products that are intended for single use are labeled with "this device is intended for single use only". A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is report 2 of 2 involved in this event. This is a report of a home patient (hp) who re-used their homechoice automated pd set with cassette during setup following a system error 2240 (air in tubing) on the homechoice (hc). The cause of the alarm was unknown. The patient cycled the power to clear the alarm but stayed connected to the machine while resetting therapy. The patient then re-used their current supplies to complete therapy. The home patient was advised not to re-use supplies and to contact their registered nurse regarding the events. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.